Manufacturer narrative:
This report originally filed under mfg report num 1610287-2022-00036. All future reports will be submitted under mfg report num reflected in this report. A check of the batch production record for this lot showed no unusual manufacturing issues. A check of the complaint records showed three other complaint against this lot. A check of confirmed complaints for this event, showed no complaints. The sample was not returned, therefore; testing could not be performed. No sample was returned for evaluation. An analysis of the retained samples for this lot, showed that the product met all release criteria. Based upon the information obtained the reported event cannot be determined conclusively. The root cause of the reported event cannot be determined. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical study reported that after using perfluoro propane gas in a surgery, a patient experienced high intra-ocular pressure (iop). The severity was moderate. Medical treatment was provided and all the symptoms were resolved.